Manufacturer narrative:
Unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed during rewind. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to no motor movement or negligible movement. Retries to free a stuck motor failed . Per visual inspection found traces of corrosion on the home motor switch. Motor was tested outside device, and it failed generating another no motor movement or negligible movement. Retries to free a stuck motor failed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed multiple pump error. The customer's blood glucose value was unknown. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.